Manufacturer narrative:
This is the 1 of 3 reports. Expiration date: added, device evaluated by mfg: updated, summary attached: updated, manufacturing date: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the guidewire was kinked and deformed. In addition, the guidewire distal end was broken and the ptfe (polytetrafluoroethylene) coating was scrapped off. Functioning test could not be performed due to the condition of the returned device. Information provided in the complaint indicated that the guidewires were confirmed to be in good condition prior to use. Based on the information currently available and the device inspection, a cause of 'cause traced to component failure' was assigned to the reported event and the analyzed guidewire kinked, deformed and broken. As the issue is associated with a product that meets the design and manufacture specifications and was used in according with the dfu (direction for use) but due to procedural and/or anatomical factors during use, the device performance was limited. And the analyzed guidewire ptfe coating peeling was likely due to improper technique used during the torqueing process. However, since the torque device was not returned for further analysis, the exact cause of the ptfe peeling cannot be determined.

Event description:
During the procedure, it was reported that after use when the physician pulled the guidewire (subject device) out of the microcatheter it felt a bit sticky and actually the guidewire seemed to shred apart completely. However, the guidewire came out in its entirety. No clinical consequences reported to the patient.

Event description:
During the procedure, it was reported that after use when the physician pulled the guidewire (subject device) out of the microcatheter it felt a bit sticky and actually the guidewire seemed to shred apart completely. However, the guidewire came out in its entirety. No clinical consequences reported to the patient.